Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed as evaluation found foreign objects came out of distal end due to clogging of channel tube. In addition, the device evaluation found following findings: bending angle in up direction did not meet the standard value due to wear of an angle wire; the play of upward/downward angulation control knob (u/d knob) was out of the standard value due to wear of an angle wire; adhesive around light guide (lg) lens was peeled; there was a crack on adhesive on bending section cover (a-rubber); forceps elevator had a chip; nozzle was deformed; forceps channel port was shaved; indication on scope-connector (s-connector) was peeled; suction-cylinder was shaved and control unit had discoloration. Scratches were found on plastic distal end cover, connecting tube, protector of universal cord on s-connector side, image guide protector, forceps elevator, forceps elevator knob, u/d knob and right/left angulation control knob, switch box, scope-cover, s-connector, universal cord, grip, control unit and adhesive on (a-rubber) and on lg lens. As per device evaluation, foreign objects were found to be clogging the channel tube; this has been attributed to insufficient cleaning. According to the customer, the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. The customer had found the foreign material adhered to the endoscope when removing the stent. There was no delay in the start of precleaning. During pre-cleaning, aspirated the water through the instrument/suction channel. There were no abnormalities in the accessories used for reprocessing. During manual cleaning, the endoscope was not immersed in the detergent solution. The customer had wiped/brushed the instrument channel outlet with clean lint-free cloths, brushes, or sponges. The parts brushed were the instrument channel, instrument channel port, and suction cylinder. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Establishment name: (B)(6) (edited in respective field due to character limitation).

Event description:
It was reported that whether stent clogging occurred or not while using the duodenovideoscope during an unspecified therapeutic procedure. According to the customer the scope was inspected before use. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Olympus will continue to monitor field performance for this device.